Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 02/17/2016. Evaluation of the incident antenna confirmed the reported event. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during a liver ablation procedure, the antenna was set up to the IV fluid bag and pump according to the instructions for use. The device was used successfully for the first ablation. The device was repositioned to ablate at another location. After operating for approximately 5 seconds the generator experienced a 'high temp alarm'. The nurse pressed the 'reset' button and the generator again displayed a 'high alarm'. After trying this 3 times, the nurse noticed that there was no dripping in the drip chamber. The tubing was inspected for kinks and none were found. The tubing was taken out of the pump and then put back into the pump. The nurse then hit the 'reset' button and again the generator displayed a 'high alarm'. The use of the system was discontinued. The procedure was not completed. There was no injury to the patient.